Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient was experiencing chest pain several days post-implant. Upon interrogation, increased threshold and decreased lv impedance were found. Cardiac perforation was observed. Lead was replaced without difficulty and patient's condition was good after surgery.